Manufacturer narrative:
Device received with no physical damage noted. Device passed displacement test, self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted. No back light anomaly or missing segments noted. However corroded battery tube contact noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen was darker. The customer¿s blood glucose level was unknown. Customer stated that screen was polarized rainbow look, back light not as bright as before and changes out batteries every three weeks. The insulin pump will not be returned for analysis.